Event description:
The customer reported the system locked up and collimator closed down during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the ps1 power supply. System operates as intended. (B) (4).